Manufacturer narrative:
Continuation of d10: product ID 8785. Lot# hg85t8z. Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type catheter. Product ID 8784. Serial# (B)(6). Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type catheter. Product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6) 2025. Product type catheter correction to add another catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (gablofen) 2,000 mcg/ml at 1300 mcg/day via an implantable pump and 10 mg prescribed oral baclofen on (B)(6) 2025. It was reported that the potential signs of overdose, confusion, and lethargy. The patient had no known falls or issues. They interrogated the pump and potential catheter aspiration procedure being scheduled but date of that was unknown. No interventions yet to resolve the issue. The issue had yet to resolve at the time of this report.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient had a catheter revision procedure on (B)(6) 2025. Physician saw good flow of cerebrospinal fluid (csf) from catheter once it was disconnected but decided given issues she would replace entire catheter. They did observe good flow at all steps of removing the old catheter. The cause of the potential overdose, confusion, and lethargy was not determined. The next day operating physician messaged saying no spasms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.